Event description:
The user received questionable low results for sodium, potassium and chloride (ise's) on the (ise 1) unit of the modular core analyzer. The event involved three patient samples which gave discrepant results for sodium. The samples were repeated on the (ise 2) unit of the same module core analyzer. Patient sample 1, the initial sodium result was 132 mmol/l. The repeat result was 138 mmol/l. Patient sample 2, the initial sodium result was 133 mmol/l. The repeat result was 141 mmol/l. Patient sample 3, the initial sodium result was 132 mmol/l. The repeat result was 145 mmol/l. The user said no erroneous results were reported outside the laboratory and no patients were affected. The sodium electrode lot number was f16. Although the field service representative was unable to find a cause he suspected a problem with the cartridges/electrodes. He replaced the ise cartridges and ran performance tests which were acceptable. The user said they have experienced no further issues with erratic ise results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.